Manufacturer narrative:
It was reported that an error message ¿driver fan #1 defective¿ occurred. The failure occurred during treatment. The cardiohelp was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2023-09-18. There was no dust visible on the fans. Both drive fans were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿driver fan #1 defective¿ could be confirmed. No exact root cause could be determined. However, a similar failure was investigated by the getinge life cycle engineering. The most probable root causes were: issue in the control of the motor. Issue in the transmission of the torque to the rotor. The cardiohelp system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition, an alarm is generated if the internal temperature is too high. According to the service manual (chapter 1.11 "service activities") the fans must be exchanged every 24 months during the maintenance. Furthermore, in the instruction for use (IFU), (chapter 2.2.1 "general risks in the use of heart-lung support systems") it is stated that the ventilation openings must be checked before every use that they are not covered. The review of the non-conformities has been performed on 2023-08-07 for the period of 2012-06-29 to 2023-07-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-06-29. Based on the results the reported failure " ¿driver fan #1 defective¿ " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a ¿drive fan # 1 defective¿ error message occurred. The cardiohelp unit was exchanged. The failure occurred during treatment. No harm to any person has been reported. Complaint ID # (B)(4).